Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted successfully during a stent placement procedure on (B)(6) 2013. The stent was placed in the area of the pylorus to the descending limb of the duodenum so that the edge of the stent protruded outside the descending limb of the duodenum. According to the complainant, the stent was being placed to treat a 3-4cm stricture between the stomach pylorus and duodenum due to peritoneal dissemination of pancreatic cancer. The patient anatomy was not tortuous. Prior to the procedure, both chemotherapy and radiation therapy were performed. After the procedure, chemotherapy and radiation were not performed. Sometime within the first 10 days of (B)(6) 2013 (exact date unknown), the physician noted a perforation in the patient¿s stomach. An omental covering surgery was performed after the perforation was noticed and the perforation was closed. In the physician¿s assessment, the stent proximal edge put stress upon the gastric mucosa leading to the perforation. Following surgery the patient was stable. (B)(6) 2013, the patient expired, the cause of death was noted to be due to ingravescent of cancer. In the physician¿s assessment the patient¿s primary disease process became worse, leading to the patient¿s death. The physician did not believe that the perforation caused the patient¿s death.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.